Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had slow fill in preventive maintenance. Per follow up information received via email on 22aug2024, the device would be send to service center, another wo was created to follow the repair process of the device. Issue was not resolved, the visit was only to check if the device was in good condition but unfortunately it wasn't. The flow rate during the initial test stayed in zero and didn't allow to do more tests. This device had never ever been used in a patient since it was bought.

Event description:
It was reported that the arctic sun device had slow fill in preventive maintenance. Per follow up information received via email on 22aug2024, the device would be send to mexico service center, it was created another wo to follow the repair process of this device: (B)(4). Issue was not resolved, the visit was only to check if the device was in good condition but unfortunately it wasn't. The flow rate during the initial test stayed in zero and didn't allow to do more tests. This device have never ever used in a patient since it was bought.

Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There was no patient involvement. A review of the risk document was performed for the investigation. The reported event is addressed, and based on this review, the risk acceptable; therefore, this event is not reportable. The reported issue was confirmed. The root cause of the reported issue is a failed level sensor the device was evaluated upon receipt. Before the initial tests it was difficult to fill the water tank, the pump absorbed the water to slow. After filled the water tank, the initial tests couldn't be performed, the flow rate to increase the temperature stayed in zero several minutes and the tests couldn't be finished. Failures with the pumps were suspected. At the depot, it was found that the pumps worked properly. The equipment does not recognize the water level as should be. The level sensor was replaced. Arctic sun tests were performed. The equipment passed them all. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.